Manufacturer narrative:
Patient information not provided as operating room rn manager at site has refused to release patient demographics. RMA issued. Replacement computer shipped (B)(4) 2012. Suspect computer returned to manufacturer on (B)(4) 2012. Investigation finds that at initial power on, the system emits 3 long beeps and does not completely boot. Reseat ram and system boots normally and complete. Launch application and track via optical system without fault. Software has not been evaluated as of the date of this report.

Event description:
A site representative, or staff, reported that while in a frontal endoscopic sinus surgery (fess) procedure, the software became unresponsive during navigation. They were unable to move the mouse or click on any buttons. The surgeon opted to discontinue the use of navigation. The surgery was completed successfully without navigation. There was no impact on patient outcome.